Manufacturer narrative:
The codman ventricular microsensor was returned for evaluation. Device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: a visual inspection showed no signs of physical damage. Fluid was attempted to pass through the tube and the tubing leaked. Therefore, the complaint is confirmed. The likely root causes are drainage lumen punctured, csf drains through stylet lumen, csf drains through sensor lumen, or csf drains through the luer and cap connections.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after the codman ventricular microsensor was implanted into a patient on (B)(6) 2021 for 3 hours, the physician noted that there was a moderate amount of csf leaking from the catheter. The physician retrieved the microsensor and stop monitoring.